Event description:
The customer contacted beckman coulter, incorporated (bci), and reported that they uploaded an erroneously low tsh result on their lis (lab info system) which was reported out of the lab. The customer indicated that they have an access 2 immunoassay system which is attached to the datalink/dl2000 data manager system that is set to perform a partial upload "by test." When the access instrument had completed the analysis of the rack containing the suspect sample and a printout of the results was obtained, the result for the suspect sample was seen to be >100. The customer contacted the physician and the result was changed. The physician did not take any action on the result since it did not correspond to the pt's complete clinical picture.

Manufacturer narrative:
No adverse event resulted from this incident. A bci customer service tech obtained the dl2000 viewer files and confirmed that the dl2000 had uploaded ">100" to the lis. The instrument hardcopy printed after the report in the lis was released and the printout had the correct result. The lab supervisor believed that a tech had accidently changed the result at the lis. Since this was a technician/user lis error, a bci fse (field service engineer) was not dispatched to the site. The root cause of the problem was user/lis error. This reportable event was identified during a retrospective review of complaints conducted between january 1, 208 and october 23, 2010 for add'l reportable events.